Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had irritation and soreness around the ins pocket site. The rep said this was a priority for the patient over getting pain relief for their back and legs. The implanting surgeon felt the patient had other medical and psychological issues that led to their interest in having the scs system completely removed. The rep said the patient was seen and met with doctors and social case workers regarding the patient's time with the scs implanted. The surgeon offered to change the ins battery to a different pocket site, but the patient had been consistent with wanting the entire system removed. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.